Event description:
It was reported that the patient had a bad fall and displaced the lead by pulling himself up and raising his arm. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.